Event description:
Add'l info rec'd from MFR 2/13/04: lot numbers were not available in the reports attached to the december 31, 2003 letter. Although the medical device report states that device is available for evaluation after several attempts MFR has been unable to obtain samples from the user facility. A request for a return goods authorization was received on november 16, 2003 from hospital with reason for return given as "...same problem as with electrodes that were part of recall..." Replacements were immediately sent. It was reported to conmed on november 18, 2003 by a conmed sales rep that hospital was experiencing a problem with 1690 ECG electrodes but had no other info to report. A medwatch report was received on december 8, 2003 from hospital stating that on december 1, 2003 "...snap lots continue to sporadically pull out." On december 22, 2003 another return goods authorization was requested stating "...recall electrode". To date no product has been received from st vincent for either of the return goods authorizations attempts to obtain info made. To date, MFR has been unable to obtain any other info, no product has been returned on either return authorization, and phone calls have not been returned. MFR was unable to conduct testing on actual complaint samples due to the unavailability of samples and unsuccessful attempts to make contact with hospital personnel to confirm the nature of their complaint. The 1690 ECG electrodes were under recall (z-1185-3) for the same apparent problem and being unable to confirm or obtain lot code info from the hosp a viable investigation was not possible. However, a health/risk assessment was complete per 21 cfr 7.41 with the results showing that any risk of injury to a pt was extremely unlikely. Without samples or confirmation of the complaint from the user facility it was not possible to carry-out an effective failure investigation.

Event description:
Only specific lot numbers of the 1690 model-electrode ECG were recalled. In the field the experience with the remaining distributed 1690 model snap lots continue to sporadically pull out.